Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 421 mg/dl. The customer was treated with insulin pump. The customer declined troubleshooting for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was able to get insulin through insulin pump and blood glucose were down to 200 mg/dl. Insulin pump received sensor updating. The insulin pump will not be returned for analysis.